Manufacturer narrative:
MFR's investigation: (B)(4). There were no exception documents generated during the mfg build cycle. The 42661-27 transpac cable mfg in august 2010 is an accessory item that is supplied with a labeled 90 day performance warranty. This cable has been in use for a period of time that far exceeds the warranty provisions. Conclusion: the 42661-27 transpac cable was not returned for analysis and confirmation. Although the exact cause of the reported issue is unk, the most likely cause is attributable to extended usage that far exceeded the 90 day warranty provisions.

Event description:
Medsun report rec'd reporting intermittent readings with use of one 42661-27 transpac IV 15" cable. The medsun report states "... Pt's central venous pressure (cvp) reading was intermittent. Troubleshooting revealed a faulty cable. The cable was disconnected from another unit and replaced. The second cable worked fine. There was no adverse effect on the pt." The involved 42661-27 cable was not returned to the MFR for analysis and confirmation.